Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and light headedness. The following issues were noted with the right ventricular (rv) lead: unstable thresholds, loss of capture, variable impedance and lead fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.